Manufacturer narrative:
Health nurse put the tech on truvada - an anti-viral prophylactic drug. Tech will most likely discontinue using the drug. Tech is doing well; cut is very small. (B)(4).

Event description:
Customer reported that while pipetting reagent red cells into a test tube, the test tube broke and cut the base of a tech's 4th finger. Tech was exposed to the red cells.